Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2004 , d284drg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for t-wave oversensing of the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.